Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications intermittently occurred after filling cartridges with 110 units of insulin across multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridges and resumed insulin delivery.